Event description:
Patient transferred from outlying facility where stemi was identified, for emergent cath/pci. Several episodes of vtach at outlying facility, sedated, cardioverted, and intubated. Films revealed 100% occlusion of om2. Dilated with 2.0x15 voyager, and a 2.5x18 multilink minivision deployed. Final films revealed good angiographic result. Medications including asa, plavix, and heparin. To ccu at 0135. Episode of vtach and cardiogenic shock. Returned to ccl at 0926. Relook angiography reveals 95% stenosis of om2 at previously placed stent with thrombus. Dilated with 2.5x15 voyager serial inflations. Concern for distal edge dissection, and decision made to place a 2.0x18 multilink minivision. Post dilated with the voyager. Final films reveal good angiographic result. Decision made to place iabp. Patient returned to ccu. Discharged to nursing home (B)(6)2010 with meds including asa and prasugrel.

Event description:
It was reported that during a video assisted thoracic surgery procedure, the device was used three times and then it locked on tissue and could not be removed. They used another stapler to cut around the tissue and get the initial device off. A new device was used to complete the procedure. There was no patient impact. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The analysis found that one sc60a device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. (B)(6).